Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced urinary/bowel problems and dyspareunia. It was reported that the patient claims loss of services of spouse and impaired sexual relations as not applicable as itemized damages/expenses. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and a symptomatic rectocele. The patient underwent the concurrent procedure of a posterior colporrhaphy during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence.

Manufacturer narrative:
Date sent to FDA: 06/29/2017. It was reported that the patient died on (B)(6) 2015. Cause of death listed as copd.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary/bowel problems, dyspareunia, and vaginal scarring. No additional information was provided.